Event description:
It was reported that when the physician tried to disconnect a 3 way tap, the brown connection of the lumen came off without any force and remained on the 3 way tap. The doctor and the head of the unit were warned. The doctor requested that the lumen is protected and placed the peripheral veinous catheter so that the medication could be administered.

Manufacturer narrative:
(B)(4).